Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device revealed that the posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior cuff tabs, confirming the reported cuff miss. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the posterior cuff miss was determined to be related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a cuff miss occurred during attempted suture placement in the mildly calcified right common femoral artery using the preclose technique prior to a peripheral arterial occlusive disease procedure. Reportedly, when the plunger was removed, the blue suture link was not attached. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.